Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
It was reported to philips that on (B)(6) 2017 the image quality was insufficient and the customer could not see the guide/catheter on the image because the image is too bright. During the procedure there were complications and the patient was sent to the intensive care unit after the procedure. The customer did not inform philips about the nature of the complications

Manufacturer narrative:
Philips investigated this complaint and concluded that the system was working according to specifications. No technical issue with the system was identified. Fine tuning of the contrast and the brightness of the system solved the issue.